Event description:
The manufacturer sales representative reported that the device overheated and had paint chipping from the color band during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.